Event description:
While inserting the needle for a spinal anesthetic, needle bent and broke after hitting bone. Pt was under general anesthesia and surgical intervention was required to remove the needle.